Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterovaginal prolapse, obstructive voiding; concurrent procedures: total vaginal hysterectomy, diagnostic cystoscopy.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent partial excision of extruded mesh, paravaginal defect repair with bridge graft of surgisis, miniarc tension free vaginal taping and rectovaginal repair on (B)(6) 2008 by dr. (B)(6). It was reported that patient underwent excision of exposed mesh on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an (B)(6) 2006 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, extrusion, infection, urinary problems, organ perforation, bleeding, recurrence, dyspareunia, vaginal scarring, pelvic floor atrophy and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.